Manufacturer narrative:
Investigation testing determined the probable cause for the freedom driver stop was a fractured freedom piston cylinder assembly scotch yoke. The location of the fracture indicated that the secondary motor gearbox was in operation when the scotch yoke failed. The scotch yoke failed because of an overloading condition created by interference between the primary and secondary motor gearboxes. Syncardia has initiated a corrective and preventive action (CAPA) to investigate fractured scotch yokes. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4) initial.

Event description:
The customer, a syncardia certified hospital, reported that the patient was in her car along with her home health rn and her younger brother backing out of the driveway when the freedom driver (which was plugged into the car charger) abruptly stopped pumping. The driver did not exhibit any warning alarms, unusual noises or feelings of warmth from the machine. The driver did produce an alarm after it stopped while still connected to the patient. The customer also reported that the patient became unconscious; the caregivers switched patient to her back up driver and patient regained consciousness. The caregivers also called 911 and then called the patient's vad coordinators who immediately called the syncardia clinical specialist. The customer also reported that upon arrival to the hospital, patient was examined by the medical team. The attending physician requested patient admission for 24 hr observation. The syncardia clinical specialist spoke with the patient via phone and the patient was able to relay past events clearly and concisely. The patient reported that there was no pain.